Event description:
Iridex became aware of an adverse event from literature review. A study was conducted to compare the safety and efficacy of micropulse cyclophotocoagulation (mp-cpc) and transscleral continuous wave cyclophotocoagulation (cw-cpc) for the treatment of refractory glaucoma. The article discusses one case of hypotony that developed into phthisis bulbi following cw-cpc treatment. No additional patient information is available. The final conlusion of the article noted that both mp-cpc and cw-cpc provide a safe and effective treatment method for in lowering the iop in patients with refractory glaucoma. A review of complaint history was completed. Based on the results of this review, this event does not appear to be a part of an increasing trend. Because this adverse event was identified through literature review, there were no devices returned for engineering failure analysis. A definitive root cause for the event could not be determined. Literature reference: micropulse cyclophotocoagulation: a multicenter study of efficacy, safety, and factors associated with increased risk of complications - pubmed." Pubmed, https://pubmed.ncbi.nlm.nih.gov/32852377/.